Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the one touch ultra2 meter is giving unspecified error messages and has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt on february 2, 2009. The power issue and the error message began on the afternoon of the day prior to original date. The pt did not take any action in regards to diabetes treatment at the time of concern. Reportedly, one hour after the reported issues began, the pt felt shaky and blacked out. The pt obtained a blood glucose reading of "60 and 120 mg/dl" on the emergency medical service meter and was treated with insulin at the ER. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment in the hospital, why she was treated with insulin, the duration of her hospital stay, and her blood glucose readings during her hospital stay. During troubleshooting, the reported issues, meter does not turn on and unspecified error message, could not be resolved. This complaint is being reported because the pt claimed she had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.